Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; cause of admission was not clear. A blood glucose level was not provided. The contact alleged that the cartridge released all insulin at once resulting in customer requiring "revival" by family member. The contact that reported the event to tandem technical support (tts) was unable to provide the impacted customer¿s name, therefore tts was unable to make follow-ups to gather further information. Tts encouraged contact to have the impacted customer call tts with additional information or troubleshooting.